Manufacturer narrative:
A complete lead was returned in one piece measuring 64.7cm. Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that visual inspection of the lead via chest x-ray showed a wire not contained within the lumen of a lead body near the generator. Unclear via x-ray if the lead was abraded. High impedance was also noted on the lead since implant, but the value has trended higher overtime. During lead extraction procedure, there was no apparent externalization was noted on the lead. The lead was explanted and replaced. Patient was stable.